Manufacturer narrative:
Concomitant medical devices: w2dr01 ipg, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope without warning. An atrial lead position check failure was noted, and atrial capture could not be confirmed. The right atrial (ra) lead remains in use. No further patient complications have been reported as a result of this event.